Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 1997 and (B)(6) 2002 and vesica was implanted. The patient underwent a surgical procedure on (B)(6) 2005 and monarc was implanted. The patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with laparoscopy with supracervical hysterectomy, anterior vaginal compartment repair and valve suspension due to pop and sui. No additional information was provided.